Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was tested on with an in-house energy generator and an in-house system. The instrument was first connected onto the energy generator. The instrument passed the self test. The instrument was then installed on the in-house system and passed recognition and engagement test with no issues. The instrument moved intuitively and delivered energy with no issues. The instrument was found to have a piece of the thermal pad broken off. Missing piece measures approximately 0.032" x 0.058" and was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, after the surgeon used the harmonic ace instrument to dissect tissue for 15 minutes without problems, when the assistant went to remove the instrument upon the surgeon's request, the light emitting diodes (led) lights on robotic arm 4 turned yellow and an error read "arm not ready to remove." No fault occurred on the system. The customer confirmed that no patient tissue was in the instrument jaws. The surgeon was reportedly not able to have any control of the instrument and the surgical assistant could not remove the instrument. The port clutch and instrument clutch buttons were pushed with no success. The da vinci surgical technical assistance team (dvstat) was contacted. Per dvstat's advice, the customer reportedly used an instrument release kit (irk) to pry the instrument off of the sterile adaptor on the drape and the instrument was removed successfully. The procedure was completed with a different instrument with no reported injury.